Event description:
It was reported that the catheter was fractured. A catheter dye study was attempted but could not aspirate the catheter. Indium dye study was not performed. Therapy condition, change in therapy effect, was reported. The patient was a cerebral palsy patient who had 3 different associated movement disorders along with some possible cognitive issues. The patient lost weight. It was believed that the weight loss was why the catheter was fractured because of the constant movement. Per patient's family member, the patient did not exhibit normal withdrawal symptoms. There were no tone issues, no agitation or pruritus but the patient had back pain. The patient would "lie on the floor on his back with his knees/legs bent back over his body to his ears", which could have contributed to patient's catheter issues. A catheter revision was done on (B)(6) 2012. Upon disconnecting the pump connector, it was found there was mucus like material inside the connector piece. The device was removed with forceps. Catheter was aspirated and there was cerebral spin al fluid backflow. The revision involved "splicing of the new connector". The patient outcome was noted as receiving adequate therapy. The device was used to deliver baclofen (unknown).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter product ID 8596sc serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).